Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The customer reported the ise (ion selective electrode) drain overflowed and was contained to the instrument. The quantity of the leak was small but undetermined. The customer was wearing personal protective equipment of gloves, protective eyewear, and a lab coat. There was no report of operator exposure or injury. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the ise drain tube was not draining. The fse determined the ise drain valve (p/n 467396) was not functioning. The fse replaced the valve and resolved the issue. The fse did not observe any obstructions or debris in the valve. The fse verified repairs and no further leaks were observed. Identified failure mode: the failure mode is the ise waste drain valve. No erroneous test results were associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).